Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number 400491825. The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: black particle in pump. Issue discovered in the pharmacy during compounding process.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). One (1) sample was received for evaluation. Particulate was found in the solution. The particulate was extracted and measured 0.297mm2, which is within the product specification. The particulate was sent for ftir analysis to determine the composition of the particulate. The results of this testing did not match any of the known substances within the production process, and could not be identified at this time. The particulate matter in the returned sample was found above the device's eis filter. The eis filter can filter particles with the size of 1.2 m. The particulate found in the returned sample was >1.2 m, and would be filtered out by the eis filter. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event.